Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level ranged from "low" to 246. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.